Event description:
Hcp reported the patient presented with an infection of the device system. The device system was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.